Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a octaray mapping catheter. After the procedure was completed, when the octaray mapping catheter was removed from the body, it was observed that there was a clot where the irrigation comes out around the splines. The device evaluation was completed on 20-mar-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no thrombus/clot residues in the device. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a octaray mapping catheter and a clot issue occurred. After the procedure was completed, when the octaray mapping catheter was removed from the body, it was observed that there was a clot where the irrigation comes out around the splines. The patient was anticoagulated appropriately for the proper timeframe during the procedure. The patient was still on the table and coming off anesthesia. No medical intervention was provided to the patient in regards to the clot. There was no patient consequence reported. Additional information was received. The patient fully recovered (no residual effects). The patient did not exhibit any neurological symptoms since the procedure was completed. The patient did not require extended hospitalization. The patient was anticoagulated. The activated clotting time (act) was monitored and maintained above 350. No pump used. Heparinized saline to pressure bag. The system did not present any error messages nor did the physician / user see any product problem. No issues related to temperature and flow on the catheter. The physician considered the amount of clot observed to cause a potential risk to this patient. Correct catheter settings were selected on the generator.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-((B)(6)